Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2015 with the following findings: a review of the black box showed the dates of (B)(6) 2007-(B)(6) 2007 and (B)(6) 2007-(B)(6) 2007. The available history showed no evidence of a power loss. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap was able to tighten on to the pump with no power loss. The pump was exercised for 24 hours with no alarms or power issues. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had lost power. There was reportedly no damage to the pump or battery cap. There was no reported moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.